Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on 29-nov-2017 a field service engineer (fse) was dispatched to customer's facility and confirmed the customer's reported complaint. Fse cleaned and lubricated the drive screws for both large and small syringes, the z-drive screw, and the guide rods. The fse then performed start -up, ran quality controls (qc), and patient samples. All passed within specification and without any issues. The g8 instrument was performing within specifications. No further action by field service. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 29-oct-2016 through 29-nov-2017. There were no other similar complaints identified during the searched period. The g8 operator's manual under chapter 6 - troubleshooting, states message 706 is syringe-l error and is operation error in syringe-l. The counter measure is for the user to inspect the syringe-l and execute smp.reset. The most probable cause of the issue was due to dirty drive screw on the large syringe.

Event description:
On (B)(6) 2017 a customer reported getting 706 syringe-l error and noise while running quality controls (qc) from the g8 instrument. Field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.